Event description:
It was reported that the default cassette was locked. There was unknown patient involvement. Analysis of the device identified a cracked downstream occlusion (dso) seal.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was perfumed and found damaged (cracked) downstream occlusion (dso) seal, and battery compartment. Functional test was performed and found a defective dso sensor. Occlusion test was used. The reported issue was duplicated, and the root cause of the issue was a defective dso sensor. The dso seal, battery compartment and dso sensor will be replaced.